Event description:
It was reported there was an unknown catheter issue. There was inability to aspirate the catheter during a dye study when the catheter access port was accessed. Computed tomography (CT) films were completed. The location of the catheter issue was unknown. The patient experienced pain and less than 50% therapy relief. The patient status at the time of the report was ¿alive- no injury.¿ the pump was being used to deliver baclofen, bupivacaine, and clonidine. It was later reported that no further troubleshooting or actions were taken as of (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced an increase in pain with a greater volume of medication in the pump than anticipated. The reporter was unsure if the patient was still being worked up by the neurosurgeon. It was stated that there was a pending revision. There was noted to have been an x-ray of the catheter on (B)(6)-2014 and a dye study on (B)(6)-2014. The patient was also taking effexor, loratadine morphine, and restoril at the time of the event. The pump was used to deliver bupivacaine, clonidine, and baclofen (compounded).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the issue with the catheter was partial obstruction however the location of the issue remained unknown. A replacement occurred and following that, the patient was now receiving effective therapy.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# l56458, implanted: (B)(6) 1998, product type catheter. (B)(4).